Event description:
The patient experienced severe pinching sensation at the lead-extension location while lying down or pressing near the leads. The sensation continued until she stood up. There was no known accident or incident related to the complaint. The patient status was reported as fair. She was at home at the time of the complaint and was redirected to her hcp. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).